Event description:
The staff member reported a rash on their forehead, neck, chest, and right ear after working in the decontamination area. The staff member sought medical treatment. The staff member was provided a substitute gown and took breaks during wearing of personal protective equipment. Allergy testing was performed. Medication was prescribed. The name of the prescription was not disclosed.

Manufacturer narrative:
Incident six of eleven the product involved in this event is not available for evaluation. A follow up report will be provided upon conclusion of the investigation. The product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.